Manufacturer narrative:
This incident occurred outside of the united states.

Event description:
On (B)(6) 2011, pt woke up and noticed the infusion device was "dead." The infusion device did not provide an a2 low battery or e2 battery depleted error. Pt changed the battery, but this was not successful. Pt switched to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was evaluated. E8 power interrupt errors were found in the infusion device history. There was an interruption between the contact clasp and the battery contacts due to the flat pressed contact clasp. The damage occurred after a hard mechanical impact. The complaint could not be verified due to mishandling of the product.